Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: hb is stable and the patient¿s condition is no problem. Does the surgeon believe there was an alleged deficiency of the device that caused the hemostasis issues? If so, please explain. On what blood vessels was the device used? The surgeon think the bleeding was an alleged deficiency of the device because the bleeding was not confirmed immediately after useing the device. What specific blood vessel was bleeding that lead to the surgery to be converted to open? A1&2c in left upper lobe were there any generator alert screens was anything abnormal identified with the device? There was no any alarms on the display. Were any blood products administered? Yes, but we could not obtain the amount of taking blood infusion. Can additional information be provided to clarify ¿the forceps might have hooked the tissue when collecting specimen¿? Which tissue was hooked and how did the device cause that damage? The vecel of a1 & 2c were hooked by the forceps product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a thoracoscopic left upper lobectomy, it was found that the bleeding occurred when collecting the specimen after the device was used on the a1+2c lymph node. The amount of bleeding was about 1,000cc and a blood transfusion was performed. Due to massive bleeding, the operation was converted to an open procedure, and suture was used to stop the bleeding. The surgeon commented that the patient¿s tissue was weak, and the oozing occurred with blood vessels and lung parenchyma which have been cut at pve. Bleeding did not occur after hemostasis was achieved. The surgeon also commented that he thinks the issue was not caused by the device, but there is a possibility that the forceps might have hooked the tissue when collecting specimen. The device was used on the blood vessels. Gen11 was used. Additional suture was performed to complete the case. No further information is available.